Event description:
The customer alleges un-dosed results occur with the device. The customer alleges he has seen lo displayed before dosing strips. The customer did not take action based upon these results. Return requested and replacement was sent.